Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that perforation and tilt occurred on an unknown date . No further patient complications were reported.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that perforation and tilt occurred on an unknown date. No further patient complications were reported. It was further reported that on (B)(6) 2017, that the patient received a CT of the abdomen without contrast. Findings revealed the apex of the greenfield filter is 1.7 cm below the confluence of the right renal vein and inferior vena cava. The confluence of the left renal vein and inferior vena cava is just above the right renal vein confluence. The apex of the filter abuts the right lateral wall of the inferior vena cava. Two of the anterior struts extend just beyond the anterior wall of the inferior vena cava. Another strut extends just peripheral to the medial wall of the inferior vena cava. The position of the filter and struts is stable. There is a small subpleural bleb in the posterior right lower lobe which is stable.